Event description:
It was reported that a malfunction code was displayed on the pump, identified as malf 16, which could not be reset. There was no reported adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced and confirmed the shipping address. The customer planned to use multiple daily injections as backup therapy and was instructed on how to put the pump into storage mode and return it using a pre-paid label.